Manufacturer narrative:
There is no indication of any system or component failure. No representatives of the firm were present for the revision that took place in (B)(6) 2023 so it is unclear if the ipg migrated after implant or if malposition was present at the time of implant. The system was removed in order to place a dual lead system to provide additional stimulation for the patient and thus improved pain relief.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. A surgical revision was performed on (B)(6) 2023 in which the implantable pulse generator (ipg) was replaced due to migration within the pocket (see MDR 3015425075-2024-00037 and updated MDR 3015425075-2024-00102). After the revision was performed in (B)(6) 2023, the patient again noted communication issues between the ipg and the therapy discs. Additionally, the patient reported not getting good pain relief even when the system was in communication and functioning. A nalu representative found that the ipg was palpable but slightly rotated. Per assessment, the rotation was very minimal and it is unclear if that is the cause of the communication issues. On (B)(6) 2024 a surgical revision was performed to remove the existing single lead nalu system and replace it with a new dual lead nalu system in a slightly different location to attempt to achieve better pain coverage for the patient.